Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is a combined initial + final report which includes the investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by the edwards clinical specialist (cs) which was present on site. Available information suggests imaging and procedural factors likely contributed to the event due to reduced imaging quality and inadequate leaflet grasping. Per the report provided by the cs on site, the imaging quality began reducing throughout the procedure due to unknown reasons and though optimization was attempted, there were conflicting assessments on adequacy of leaflet grasp. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were implanted. There was an slda (single leaflet device attachment) due to insufficient leaflet insertion. The second device was placed in postero-septal position and the imaging was getting worse due to unknown issues. After placing and grasping both leaflets, it showed in transgastric view that the septal leaflet was not inserted sufficiently (it was at the tip of leaflet). The septal leaflet was optimized but it showed no improvement of the insertion. The clinical specialist (cs) told the physician that not enough leaflet was inserted and that there was a potential threat to lose the septal leaflet causing an slda. The cs was against the releasing of the device, however, the physician decided to release the pascal ace and it seemed that everything was fine. The result was a good reduction of the tricuspid regurgitation from grade 4 to 2. After the patient was getting out of general anesthesia, the blood pressure fell down to 30/10mmhg. Medication was given and the patient was getting better, and the blood pressure got better as well. The physician recommended a tee (transesophageal echo) to look if both pascal aces were still attached. The tee showed an slda of the postero-septal device (septal leaflet was detached). The regurgitation went back to 3. The physician wants to redo the procedure in two months.